Event description:
Reporter claims the end user was riding from the car in the parking lot of end user's apartment complex to the apartment when the bottom bolt on the right of the caster housing broke and fell into the caster housing. No injuries reported.